Event description:
The customer reported that the device failed during use 3rd time. This could indicate the device failed to discharge/deliver therapy on the 3rd attempt. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.